Event description:
Allergan aesthetics received a report from a customer that the power cord on the coolsculpting machine is cracked by the insertion plug on the machine and the cords are visible.

Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: electric shock, burn, or a thermal event associated with exposed wires. To date there were no reports of above mentioned harms due to applicator or unit having frayed cords . It can be concluded that frayed cords can cause failures identified by posed risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
H10: the device involved in the event was not returned for evaluation; therefore a return sample evaluation was not performed. Additional, changed, and/or corrected data: d9, g3, h3, h6

Event description:
Allergan aesthetics received a report from a customer that the power cord on the coolsculpting machine is cracked by the insertion plug on the machine and the cords are visible.

Event description:
Allergan aesthetics received a report from a customer that the power cord on the coolsculpting machine is cracked by the insertion plug on the machine and the cords are visible.

Manufacturer narrative:
Corrected data: b2, d1, g1.